Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bone resorption. Severe bone loss discovered at routine regular recare 2 years from placement. No known reason.